Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site telephone:(B)(6). Device not returned to manufacturer.

Event description:
On (B)(6)2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated, keypad membrane detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The defective keypad (ard569201510) was replaced and device returned to usage. It was established that when the event occurred, the surgical light did not meet its specification due to detached keypad membrane, which contributed to the event. It is unknown if the device was or was not being used for a patient¿s treatment upon the event occurrence. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the investigated issue is low. According to the subject matter expert at the manufacturing site, it was concluded that the manufacturer did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation had been followed the incident could have been avoided.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b5 describe event or problem, d1 brand name, d4 catalog #, d4 version or model, d4 serial and # h4 device manufacture date fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 12th december, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated, keypad membrane detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on 12th december 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled ii. As it was stated, keypad membrane detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Previous d1 brand name: powerled 500. Corrected d1 brand name: n/a. Previous d4 catalog #: ard568350938. Corrected d4 catalog #: n/a. Previous d4 version or model #: ard568350938. Corrected d4 version or model #: n/a. Previous d4 serial #: (B)(6). Corrected d4 serial #: n/a. Previous h4 device manufacture date: 04/14/2015. Corrected h4 device manufacture date: n/a.

Event description:
On 12th december 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled ii. As it was stated, keypad membrane detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b5 describe event or problem fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 12th december 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled ii. As it was stated, keypad membrane detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on 24th october, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled ii. As it was stated, keypad membrane detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Event description:
On 24th october, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled ii. As it was stated, keypad membrane detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.